Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was "not detecting the cartridge". There was no reported impact to customer's blood glucose. Customer declined to provide further information or a follow up from tandem technical support. Reportedly, customer ordered a new pump.